Event description:
Boston scientific received information that one day post implant, the right atrial (ra) lead was noted to be dislodged. A revision procedure was performed, where the ra lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
Additional information was received that this lead was electively explanted. The lead was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix fully retracted and the stylet stuck inside lead. The style was unable to be remove due to dried blood in lumen which likely entered through helix housing. Visual inspection revealed a cut in the outer insulation which was likely due to removal of suture sleeve; a corresponding cut was also noted in the suture sleeve. Dried blood was observed also found in the outer coil, which was determined to enter through the cut in the insulation, and tissue along with dried blood were seen in the helix housing. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was unable to confirm the field allegation of dislodgement.